Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose with blood glucose levels of 476 mg/dl at the time of the incident. The customer was at 202 mg/dl at the time of the call. The customer used manual injections to treat the high. The customer experienced symptoms such as being sick, sweating, shaking, and almost losing consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting for the high was not completed. Customer also believes that the pump was over delivering insulin. The customer was at 44 mg/dl after being hospitalized with a high blood glucose reading. Customer was given intravenous glucose to treat. Troubleshooting for the low was not completed as the customer is hospitalized for a high. Customer states the pump buzzes once in a while. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy. Pump received with normal operating currents. No unexpected weak battery alarm or failed battery test alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.